Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total abdominal hysterectomy after about 2 1/2 hours of use the generator advised to remove and clean the device. When the scrub tech was cleaning the device with a lap sponge the active blade broke off. It did not fall into the patient and will be returned with the device. The procedure was completed using another harmonic device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p9176k. The device was returned with the blade damaged with the tip off. The blade tip was not returned. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Metal contact marks were observed on the blade surface. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation.